Event description:
Add'l info rec'd from the dist. On 11/17/1999. Please note that rugby is the distributor only, not the MFR of the product. However, rugby has initiated a complaint and forwarded the info to the supplier who will subsequently forward it to the MFR (located in korea).